Event description:
It was reported that this patient was admitted to the hospital with inhibition of ventricular pacing due to non-physiological noise on the right ventricular (rv) lead. The sensitivity was programmed from fixed 3.0 mv to 10 mv but the pace inhibition was found regardless and the patient fent pre-syncocal. The physician requested the device be programmed to doo and 80 beats per minute while the patient will have constant cardiac monitoring and a replacement was scheduled. No additional adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with inhibition of ventricular pacing due to non-physiological noise on the right ventricular (rv) lead. The sensitivity was programmed from fixed 3.0 mv to 10 mv but the pace inhibition was found regardless and the patient fent pre-syncopal. The physician requested the device be programmed to doo and 80 beats per minute while the patient will have constant cardiac monitoring and a replacement was scheduled. Additional information noted that a revision took place due to a suspected lead fracture although a fracture was not observed on fluoroscopy. The lead was surgically abandoned, and a new lead and device were implanted. No additional adverse patient effects were reported.